Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. Extraneal and physioneal therapies were ongoing. On an unreported date, the patient was diagnosed with peritonitis. The patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified oral and intravenous (IV) antibiotics for peritonitis. The cause of peritonitis was not reported. The patient was discharged from the hospital. The outcome of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The event was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.